Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) gave "cuvette not dry at first reagent inject" error. Customer reported that there was leakage from probe a into the drip well of the reaction wheel cover. Customer reported that the spill was a clear liquid with a ph of 5.5 and a specific gravity of 1.000. Customer reported that several chemistries failed qc (quality control). Customer reported that the dxc 800 generated an erroneous result. Customer reported that the erroneous result was not released out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the level sense assembly, the reagent probe a, and the vacuum valve.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two different days. This report is related to MDR# 2050012-2012-01537.